Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella 5.5 was not received from the customer and therefore, investigation of device was not possible. Should we receive the device, or if any new information be obtained, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting for hemodynamic support with the impella 5.5 device. The device perforated the patient's left ventricle when the physician flipped the heart to evaluate the coronary sinus. The perforation was repaired successfully. It was noted that the patient's atrial septal defect tissue was "frail."